Event description:
It was reported that an occlusion occurred with the fresenius combiset bloodlines during the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed by the staff. There was no patient injury or medical intervention required as a result of this event. The patient successfully completed treatment on the day of the event. Additional information was requested, however a response was not received. The patient¿s estimated blood loss (ebl) was not provided. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d10.

Event description:
It was reported that an occlusion occurred with the fresenius combiset bloodlines during the patient¿s hemodialysis (hd) treatment. The event occurred immediately after the initiation of treatment. The machine, a fresenius 4008s machine, alarmed appropriately in response to the event. The reported issue was visually observed by the staff. There was no defect or damage noted on the combiset. The facility did not indicate whether there were loose connections or any issues encountered during prime. There was no patient injury or medical intervention required as a result of this event. The patient successfully completed treatment on the day of the event with new supplies. The patient¿s estimated blood loss (ebl) was not provided. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. Additionally, a photograph of the combi set was provided but did not depict the issue described in the complaint. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event could not be confirmed.

Event description:
It was reported that an occlusion occurred with the fresenius combiset bloodlines during the patient¿s hemodialysis (hd) treatment. The event occurred immediately after the initiation of treatment. The machine, a fresenius 4008s machine, alarmed appropriately in response to the event. The reported issue was visually observed by the staff. There was no defect or damage noted on the combiset. The facility did not indicate whether there were loose connections or any issues encountered during prime. There was no patient injury or medical intervention required as a result of this event. The patient successfully completed treatment on the day of the event with new supplies. The patient¿s estimated blood loss (ebl) was not provided. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.